Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference alternate meter: the end user is comparing results obtained from one of ndi's bgm system to the results from another ndi's bgm system.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 92 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 230 mg/dl using true metrix meter and 225 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/23/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer called in stating that they are getting high blood results on their true metrix meter as compared to their previous true track meter. The customer stated that he has noticed up to a 45 point difference when comparing the two meters. The customer stated that he performed a blood test this morning on his previous true track meter with a result of 145 mg/dl fasting. The customer then proceeded to test his blood on his true metrix meter with a blood result of 176 mg/dl fasting. The customer stated that he purchased this replacement meter from his local pharmacy and has kept his previous true track meter.